Manufacturer narrative:
(B)(4): method - device history could not be reviewed as no serial number was reported. Results - no product returned. Conclusion - cause of event cannot be determined. No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received information that approximately 8 months following the implant of this tissue valve, the patient developed a paravalvular leak. The valve was explanted and replaced with a different tissue valve. There were no adverse patient effects reported. Multiple attempts were made to obtain additional information, but were unsuccessful.